Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 547 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, rapid heart rate (115 bpm), high blood pressure and feeling lethargic. The patient was treated with intravenous fluids, and was released the following day. The pod was removed at the hospital; upon removal, it was realized that the cannula never inserted into the infusion site (abdomen) and appeared bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was also reported the cannula was possibly not inserted correctly into the infusion site and appeared bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.